Event description:
It was reported that customer experienced difficulty loading cartridges due to dust and debris in cartridge loading zone, which made loading sticky and required extra force. There was no reported impact to the customer¿s blood glucose level. Customer declined transfer to technical support, and no additional information was received regarding troubleshooting or corrective actions.